Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) pump removed approximately (B)(6) 2018 due to erosion. A new control pump was implanted and connected to the original cuff and pressure regulating balloon and the event is considered resolved.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) pump removed approximately (B)(6) 2018 due to erosion. A new control pump was implanted and connected to the original cuff and pressure regulating balloon and the event is considered resolved. Additional information received indicated the patient also experienced infection that caused the erosion. The erosion was treated with scrotal drainage, debridement, and a recovery period. The patient status following the re-implant of the new pump was stable and well.